Event description:
The lay user/ pt contacted lfs alleging black marks on the pt's one touch ultralink meter and now the meter will not power on. The pt did not exhibit any symptoms or seek any medical attention due to the reported issue. The pt denied any meter trauma and only had the meter for three months. The meter was replaced. The complaint is being reported due to the black marks on the ultralink meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.